Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2005 and a sling was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. The patient underwent dilation and curettage on (B)(6) 2006. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, rectocele, cystocele, vaginal prolapse, mixed urinary incontinence and vaginal bleeding.

Manufacturer narrative:
Patient codes: (B)(4) ¿ vaginal discharge additional narrative: it was reported that following insertion the patient experienced vaginal discharge.

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary frequency, (B)(4) - urgency, (B)(4) urinary hesitancy additional narrative: it was reported that following insertion the patient experienced urinary frequency, urgency and urinary hesitancy.